Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that, the customer received with no delivery alarm. The blood glucose was 270 mg/dl at the time of the incident. Customer advised to continue the use of pump. The insulin pump will not be replaced for analysis.